Event description:
It was reported that the anchor was bent and broken after inserting it in arthroscopy ( these events were already reported under reference 1219602-2019-01030 and 1219602-2019-00995). The first dressing of the two dressings was normally used. When using the second dressing, there was a sound of negative pressure leak from the dressing and the did not work properly. The dressing was very dirty and cannot be returned.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the treatment does not start, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the first dressing of the two dressings was normally used. When using the second dressing, there was a sound of negative pressure leak from the dressing and the machine did not work at all, so the treatment did not start. The dressing was very dirty and cannot be returned. No patient harm reported.

Event description:
It was reported that the anchor was bent and broken after inserting it in arthroscopy. The first dressing of the two dressings was normally used. When using the second dressing, there was a sound of negative pressure leak from the dressing and the did not work properly. The dressing was very dirty and cannot be returned.